Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the hospital on (B)(6) 2026 due to a kinked cannula, which resulted in hyperglycemia with associated symptoms of hot flashes/flushes, confusion/disorientation, and muscle weakness. The patient's blood glucose level peaked at 601 mg/dl at the time of the event. The patient was treated at the hospital with intravenous fluids and insulin no further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.